Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnosis: pseudoarthrosis, status post anterior cervical discectomy and fusion, c2-c7. For which, patient underwent: posterior cervical instrumentation, c3-c7. Posterior cervical fusion, c2-c3. Poster ior cervical fusion, c3-c4. Posterior cervical fusion, c4-c5. Posterior cervical fusion, c5-c6. Posterior cervical fusion, c6-c7. Cervical laminectomy, c2-c3. Cervical laminectomy, c3-c4. Cervical laminectomy, c4-c5. Cervical laminectomy, c5-c6. Cervical laminectomy, c6-c7. Harvesting of local hone graft. Per op notes, local bone graft, including bony remnants recovered during the laminectomy was then place at the decorticated surfaces from c3 to c7. The bone graft was supplemented by the use of cortico-cancellous allograft as well as (bmp) bone morphogenetic-impregnated collagen sponges. The bone graft and bmp were placed in dose proximity to the lateral masses and posterior elements to provide a proper environment for bony fusion. Patient tolerated the procedure well with no complications reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.